Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy procedure, the handle became unable to be squeezed during firing. A new device was used to complete the case. No injury.